Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance measurements of greater than 125 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.